Manufacturer narrative:
Should have been (B)(6) 2017 rather than (B)(6) 2017.

Event description:
It was reported that the device experienced a charge time out of range out of clinic. No intervention had been reported and no additional information was available.

Event description:
New information states that the device was explanted and replaced successfully. The patient was stable post procedure.